Event description:
Caller reported a malfunction on the pump, noting that the screen went dark and would not turn on, with a red led blinking and the pump vibrating periodically. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the pump into a known working power source, but the issue persisted. Consequently, technical support arranged for a replacement pump with updated software to be sent to the customer, advised on backup therapy, and provided steps for using the replacement pump and returning the malfunctioning one.